Event description:
During a CABG procedure, the clips were scissoring. No patient consequence. Another same like device was used to complete the case.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returnd in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications.